Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd luer-lok¿ tip syringes were found without scale markings or numbers before use. The following information was provided by the initial reporter: "on (B)(6) 2020, when opening the individually wrapped sterile bd 50 ml syringe luer-lok tip, the associate noticed no numbers or marked increments. Two defective syringes found. One intact syringe in packaging and one opened syringe. No patient injury."